Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable carbohydrate antigen 19-9 (ca19-9) result for one patient sample. It was unclear if the result was generated from modular core analyzer serial number (B)(4) or "modular p 170" analyzer serial number (B)(4). Clarification was requested, but was not provided. The initial result was 2.92 u/ml and was reported to the patient who questioned the result as it was not in accordance with the previous results. On (B)(6) 2015, the sample was repeated and the results were 192.2 u/ml and 191.0 u/ml. Information concerning if the patient was adversely affected was requested, but was not provided. The reagent lot number was either 177694 or 181925. Clarification was requested, but was not provided. The expiration date was requested, but was not provided. The provided analyzer performance data did not indicate any issues. It was suspected a bubble in the sample may have caused the event.

Manufacturer narrative:
A specific root cause could not be identified. Based on the provided calibration, qc, and analyzer performance data, a general reagent or analyzer issue was not suspected.

Manufacturer narrative:
The reagent lot number involved in the event was confirmed to be 181925. (B)(4).